Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data log were not provided for this case run. The pump was returned for investigation. No physical abnormalities were reported on the returned product; the pump passed the laser continuity test, and the alarm was reproduced during pump testing. The root cause of the optical signal issue was a damaged sensor, based on returned product review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported an impella cp pump implanted in a patient undergoing a high-risk percutaneous coronary intervention. When shockwave was initiated, the placement signal on the impella cp stopped working; however, the pump remained operational until weaning and explantation. No patient harm was reported.